Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 system (model# fg540000 serial (B)(4)) . Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a middle aged male patient underwent an ischemic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient became hypotensive and a pericardial effusion was confirmed via echocardiography. Pericardiocentesis was performed and yielded 300-400 ml of fluid. Patient was reported to be in stable condition and stayed overnight in the intensive care unit for observation. The patient¿s condition has improved. The physician¿s opinion on the cause of the event is that it is procedure related. It is noted that patient anatomy or disease may have contributed to the event. No transseptal puncture was performed. The power was 20-35 watts over the course of the case. Irrigation was set to stsf catheter settings. Anticoagulation was not used during the procedure. Spi value was 40g. The catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. There were no error messages observed on biosense webster equipment during the procedure.